Event description:
It was reported "a 3-track centre rail installed at chin strap height g pierced/cracked at the height of the centre rail, the patient reported a discharge at the level of the hcv coming from the midline. After flushing to check, I objectified a leak at the level of the catheter, the proximal part (near the patient). Clamp the splint and quickly remove the vvc.". No medical intervention required. No harm or injury. The patient's condition is reported as "fine".

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).the report of a leaking extension line was confirmed through complaint investigation of the returned sample. The customer returned one, 3-lumen cvc for analysis. Signs-of-use were observed inside the extension lines. Visual analysis revealed that the medial extension line contained a hole. Microscopic examination confirmed the damage and revealed that the edges were smooth, uniform, and consistent with contact with a sharp instrument (i.e. Scissors, scalpel, etc). The location of the hole measured 82mm via calibrated ruler from the medial luer hub. The medial extension line outer diameter measured 2.17mm via calibrated caliper, which was within the specification limits of 2.13mm-2.21mm per the medial extension line extrusion product drawing. The medial extension line inner diameter measured 1.4732mm via calibrated pin gauge, which was within the specification limits of 1.42mm-1.50mm per the medial extension line extrusion product drawing. Functional inspection was performed per IFU statement, "flush lumen(s) to completely clear blood from catheter". A lab inventory syringe filled with water was attached to all three extension lines and flushed. When flushing the medial lumen, water was observed leaking from the hole on the extension line. The IFU provided with the kit informs the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations". A device history record review could not be performed as no lot number was provided and no sales history was available to obtain a potential lot number. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "a 3-track centre rail installed at chin strap height g pierced/cracked at the height of the centre rail, the patient reported a discharge at the level of the hcv coming from the midline. After flushing to check, I objectified a leak at the level of the catheter, the proximal part (near the patient). Clamp the splint and quickly remove the vvc.". No medical intervention required. No harm or injury. The patient's condition is reported as "fine".